Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer socket was burned out and did not turn on. Furthermore, the programmer will be replaced and returned for repair/analysis. No patient involvement was reported.